Manufacturer narrative:
The universal seal involved with the reported event has not been received for failure analysis evaluation. A review of images provided by the customer was performed. The images showed a universal seal with a torn duckbill component.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a small piece of black rubber was incidentally found inside the patient. The customer removed the piece during the same surgical procedure and determined that the fragment was part of a universal seal. The patient's abdominal cavity was searched prior to closure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.